Event description:
The customer reported that the red x is displayed and the device emits a periodic beep (ready-for-use indicator) and it is impossible to carry out the functional test. There was no adverse patient impact reported.